Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor had a missing electrode after it was inserted in the morning. Blood glucose level at the time of the incident was 5 mmol/l. The sensor was not returned for analysis.